Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 510 mg/dl. Customer's blood glucose value was 274 mg/dl at the time of the call. Customer tried to set a temporary basal and she was not able to select the percentage. Customer was assisted with selecting the basal type. Customer declined to troubleshoot for high readings. The product was/was not returned for analysis.